Event description:
Fluoroscopy showed externalized conductors on lead. No electrical anomalies noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.